Event description:
This is 1 of 6 reports linked to mfg report numbers: 3004608878-2022-00083, 3004608878-2022-00084, 3004608878-2022-00085, 3004608878-2022-00086, 3004608878-2022-00087. A facility reported that they were having issues with their new mayfield 2000 skull clamps (a2000) slipping during surgery even though they are locked. Additionally, they stated that there is a mechanism (customer describe as "washers") that loosens over time, and the locking mechanism does not function properly. There was no patient injury or surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield 2000 skull clamp (a2000) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the hex bushing worn and the lock still moves after the unit is locked down and needs to be replaced. Unit was machined to have heli-coils added to the large starburst threads. General cleaning and maintenance performed and all worn components were replaced with new parts. Root cause - complaint confirmed via inspection of the unit. Unit received with the lock still able to move after the unit is locked down, the hex bushing was worn and needed to be replaced. Probable root cause is routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.